Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that during a reverse shoulder surgery, when putting in a 4.5mm screw into the baseplate, the tip of the t-15 star driver for 4.5mm screws device snapped off. No pieces fell inside the patient as the broken piece remained lodged in the tip of the screw. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. Visual evaluation of the t-15 star driver found that the prongs on the reusable instrument were bent/damaged. Additionally, t-15 star driver¿s tip was sheared off. Evaluation of the instrument found it was visibly worn from repeated use. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. A review of product labelling and product specifications, assembly and inspection procedures for the device identified no issues which could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. It is highly likely that the device contributed to the reported event as a result of wear due to normal use. Additionally, risk documentation indicates subjecting screws to excessive torque could cause the screws or screwdriver to be damaged. The t-15 star driver is a reusable instrument expected to be used across multiple surgeries. The star driver is used several times throughout a surgery to install multiple screws. This frequent use could cause the tip of the instrument, which interfaces with the screws, to wear and break. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: d9.

Manufacturer narrative:
Section h3, h6: the product has not been returned to the aus site for evaluation and photographs were not provided, so the reported event could not be confirmed. The following investigative actions were performed. Complaint history review: the complaint history review identified no similar reported events for this device. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. Risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. DHR/batch record review: identified no issues or manufacturing abnormalities which could have caused or contributed to the reported event. This review determined that the device met manufacturing specifications upon release for distribution. CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. - product prints/specifications/procedure review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met product specifications upon release for distribution. The complaint alleges no injury to the patient nor a delay during surgery. As the device has not been returned for evaluation, it could not be determined whether the device contributed to the reported event. As the product lot number was not reported, it could not be determined whether the device met manufacturing specifications. As the device has not been returned for evaluation, a definitive root cause could not be determined. The t-15 star driver is a reusable instrument expected to be used across multiple surgeries. The star driver is used several times throughout a surgery to install multiple screws. This frequent use could cause the tip of the instrument, which interfaces with the screws, to wear and break. As the device associated with this complaint was manufactured in 2018, wear due to normal use is further supported as a contributing factor for the reported event. Additionally, risk documentation indicates subjecting screws to excessive torque could cause the screws or screwdriver to be damaged. Based on this investigation, the need for corrective action is not indicated as no non-conformances nor manufacturing deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed.